Manufacturer narrative:
Concomitant medical products: baxter , 500ml IV bag of 0.9% sodium chloride lot: c980748 exp: september 2016; hospira, 50ml IV bag of magnesium sulfate lot: 54-108-kl exp: december 1, 2016; therapy date (B)(6) 2016. The customer¿s report of a possible check valve failure was not confirmed. Testing of the returned part resulted in no backflow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant product: magnesium sulfate bag 50ml, ns 500ml bag; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of magnesium sulfate 2g in 50ml intended to infuse at 1g/hr (25ml/hr) over 2 hours emptied in minutes. The drip chamber of the primary tubing was full and there was a report of "bubbling" in the primary normal saline bag. A magnesium level was drawn, however the results were not provided.

Manufacturer narrative:
(B)(4)

Event description:
Received a copy of the customer¿s medwatch report which states: "event desc: set up infusion for magnesium (mg.) Sulfate (2g in 50ml), primary was 0.9 and mg. Sulfate was piggy backed to it. Primary bag was programmed at 10ml/hr (to keep open (tko)) and hung lower than the mg. Sulfate. Set pump for administration of 2 hours per md orders of 1g per hour. Pushed start button, confirmed that the mg. Sulfate was dripping. Less than two minutes later when I looked up again the bag was empty. (B)(6) saw that the drip chamber in the primary (0.9) infusion was full and that there was bubbling in the 0.9% bag. The infusion was immediately stopped, pharmacy and the md were called. Pt. Vitals were taken and mg sulfate level ordered by md. Lines were inspected by myself and another nurse, verifying that setup was correct."